Event description:
It was reported that the handle from the emergency drive is defective. The failure was detected during routine check. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when addtional information become available.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation. The emergency drive was disassembled and re-assembled but the part remained excessively stiff. The failure could not be solved. The part was deemed as not repairable. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that the handle from the emergency drive is defective. No visible contamination was detected. The failure occurred during routine check. The device caused the complaint and was not able to work as per factory¿s specifications. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation on 2024-03-08. The emergency drive was disassembled and re-assembled but the part remained excessively stiff. The failure could not be solved. The part was deemed as not repairable. (Refer to service order (B)(4)) the affected emergency drive was investigated by lce on 2024-05-17 with following conclusion: the failure could be reproduced and confirmed. A missing washer was detected in the e-drive. Based on the correctly performed eol (end of line) check and the imprint in the magnetic disk that proves that a washer was installed, ruling out a production-related error. The e-drive was reworked in accordance to the fsca (B)(4). This is the only documented occasion where the e-drive has been opened between the time of production and the reported failure as the first service would have been due 2025-09-01 in accordance with the service manual (the e-drive was produced in 2023-09-01). According to the service manual, the e-drive needs to be serviced every 2 years and inspected once a year. The exact root cause was identified to be a missing washer in the e-drive, which most likely occurred during the rework. According to the instruction for use of the cardiohelp device (chapter 5.6.1 "check before every application") the emergency drive must be checked before use. The device was manufactured on 2022-10-04. The device history record (DHR) of the cardiohelp was reviewed on 2024-02-12. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "defective stiff emergency drive handle" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID # (B)(4).